Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer stated their blood glucose declined to 41 mg/dl earlier in the morning. Customer had treated with juice and food. The customer also inquired about where to insert their infusion sites. Customer also stated their infusion site was not bent or kinked. The customer believed the infusion site was not absorbing insulin. Customer declined to troubleshoot for their blood glucose. No additional information provided.